Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. A valid lot or serial number was not provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle strips continue to be safe, effective, and perform as intended in the field. Stability data for freestyle strips was reviewed and showed no anomalies or non-conformances that could lead to the complaint. A tripped trend review was conducted for the reported complaint and freestyle strips, no trends were identified that would indicate any product related issues. The dhrs (device history review) for the freestyle lite meter was reviewed and the dhrs showed the freestyle lite meter passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.this also serves as a correction report.

Event description:
A testing issue was reported with the abbott diabetes care (adc) meter. The test did not start after the blood sample was applied and customer was unable to obtain readings. As a result, customer experienced a loss of consciousness, "hit their back", "dizziness", and was unable to self-treat, requiring third-party treatment of "glass of orange juice and something to eat" by a non-healthcare professional. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered in section b3 is the date "end of may" prior to date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A testing issue was reported with the abbott diabetes care (adc) meter. The test did not start after the blood sample was applied and customer was unable to obtain readings. As a result, customer experienced a loss of consciousness, "hit their back", "dizziness", and was unable to self-treat, requiring third-party treatment of "glass of orange juice and something to eat" by a non-healthcare professional. There was no report of death or permanent injury associated with this event.